Event description:
Pt presented emergently (acute myocardial infarction) with saphenous vein graft full of clot material. Used vascular solutions pronto extraction catheter to aspirate clots. Used filterwire ez in successful stenting of a focal lesion in the vein graft to the obtuse marginal. Pulled filterwire back into retrieval sheath normally and upon removal of the system from the guide catheter hemostasis valve, the filter basket became dislodged from the retrieval sheath tip (i.e., the filter loop unsheathed from the retrieval sheath tip). A guidant copilot bleedback control valve was used for hemostasis. The filterwire did not become separated from the system. Approx 30-45 minutes after the procedure it was noticed the pt was having jaw numbness and a hoarse voice. Several hours post-procedure the pt had trouble swallowing. At that point it was determined that the pt had a mini-stroke. Tests confirmed that the pt suffered some kind of event. Pt was still hospitalized several days after the procedure.